Event description:
It was reported to boston scientific corporation that an advantage was implanted on (B)(6) 2012. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; thigh pain; other pain: urethral pain, chronic utis; painful intercourse; inability to have intercourse; difficulties with bowel motions; incontinence not present before implant; damage; psychiatric injury. Surgical interventions: on (B)(6) 2018 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: removal of vaginal component of mesh, vaginal reconstruction and urethroplasty. On (B)(6) 2019 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: removal of tvt and colposuspension. On (B)(6) 2020 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: cystoscopy, laparoscopy, posterior vaginal wall repair and perineal body reconstruction. Nonsurgical treatments: on (B)(6) 2018 the patient commenced other medication (please specify): amitriptyline for the treatment of: assist with sleep and to relax bladder. Treatment duration: approx 4 years. On (B)(6) 2012 the patient commenced other medication (please specify): various antibiotics for the treatment of: utis and kidney infections (never had them before tvt). Treatment duration: approx 9 years.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.